Event description:
Customer reported the system is exceeding radiographic limits. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a cable. System operates as intended.